Event description:
It was reported that the implantable cardioverter defibrillator exhibited failure to deliver shock. It was noted that the non-sustained vt episode recorder with morphology matching to sinus rhythm. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
This report is to retract report 2017865-2024-56616 submitted on 17 jun 2024. This is not a reportable event. All previously submitted information should be corrected to not applicable and null fields.